Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified mentor gel breast implants and experienced postoperative bilateral capsular contracture (unknown grade) and right-sided rupture. Due to the capsular contracture, the patient underwent explantation on (B)(6) 2021. Upon explantation, the right-sided implant was observed to be ruptured. This report is for the left-sided prosthesis.